Event description:
A physician reported following the intraocular lens implant procedure, the patient experienced unexpected outcome where the toric power missed by two point seventy five diopters. The intraocular lens was exchanged with another monofocal toric lens following the initial procedure in the right eye of the patient.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).